Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's main tube to be broken. The main tube was broken at the connection with the clevis. Material could be missing as a result of this damage. Failure analysis concluded that the main tube damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the main tube damage found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the tip of the permanent cautery hook instrument was observed to be broken/bent. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.